Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual analysis noted the external insulation on this lead was bunched and pushing against the conductor coils, deforming the coils. Additionally, dried blood/fluid was perceptible around the helix housing. The bunched insulation and deformed coils suggest this lead was placed through a constricted area, generating enough friction force from contact to cause the noted lead damage. A helix mechanism test was completed and it was found the helix could not be activated from the terminal pin due to the observed damage. Laboratory analysis concluded the external insulation damage caused the rs negative conductor coils to become offset, which resulted in the inability to extend/retract the helix as the torque was no longer transferred down the lead from the terminal pin to the tip as intended.

Event description:
Boston scientific received information that, at the attempted implant of this right ventricular (rv) lead, the helix would not extend. It was noted that up to 30 turns of the helix were peformed. The lead was not used and another lead was successfully implanted. No adverse patient effects were reported.